Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that during a peripheral treatment procedure, a stent dislodgement occurred. Vascular access was obtained the right femoral artery. The target lesion was located in the total occlusion of the left iliac artery. An unknown guide wire was advanced up and over the vessel bifurcation. A 6.0x40x135 express ld stent delivery system (sds) was advanced over the guide wire but could not cross the target lesion. Attempted to pull the stent back into the sheath and the stent dislodged from the balloon. Maintaining guide wire access, the express ld sds was removed. A 4mm balloon was advanced inside of the express ld stent to grab it, but could not get the balloon inside of the stent. However, the balloon pushed the express ld stent up and over the bifurcation to the intended target lesion deep into the iliac artery. Vascular access obtained with another 6fr sheath and a 6x57 express ld was used to secure the dislodged stent against the vessel wall . A 7x27 express ld stent was deployed overlapping in the proximal iliac artery. No further patient complications were reported and the patient's status is good.